Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 600 mg/dl. The patient treated via insulin pump bolus. Customer feels okay to troubleshoot for high blood glucose reading. Customer current blood glucose reading was 475 mg/dl. Customer reported they have not contacted their healthcare provider regarding the high blood glucose reading. Customer stated the drive support cap appears was normal. Customer stated high blood glucose reading started on (B)(6) 2017. Customer reported site is changed every 2-3 days. Customer stated there were no leaks or air bubbles but there was damage on the right side of reservoir. Customer stated the insulin was normal. Customer did not perform high pressure test. Customer reports bolus wizard is programmed accurately. Products will not be returning for analysis.